Manufacturer narrative:
The affected device was available for the investigation. During the analysis the pcb pneumatic controller was determined to be the root cause for the reported behavior. Due to the nature of the fault the log files could not be extracted and the therefore the events on the date of event could not be confirmed. In case of a processor defect on this circuit board, the ventilation is stopped, and a continuation of the ventilation was no longer possible in this case of error. The unit alerted acoustically and the breathing system is opened to allow for spontaneous breathing. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the evita 4 failed during operation. An error message was displayed. A restart of the device was not possible. The patient was not ventilated anymore. Device emitted a loud beeping sound. The patient desaturated up to spo2 82% until it could be located. There was no patient harm. Error code 1398.001 (boot error) was seen by the biomeds, the device did not start. The device was handed to dräger for further analysis.